Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 4. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The technical service representative (tsr) explained the alarm. The hp stated that the supply bag hanging on the IV pole was disconnected. The hp cycled the power and got a se 2367. The technical service representative (tsr) assisted the hp to retrieve the cassette and advised the hp to let the nurse (rn) know about the alarm. There was patient involvement but no injury or medical intervention was reported. Global product surveillance contacted the peritoneal dialysis nurse (pdrn) on (B)(4) 2012. The pdrn stated that the hp did not have any medical issues or injuries related to the reported problem. The pdrn stated that the hp was continuing with therapy and doing fine. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 (air in the set) could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the most likely root cause of the se 2240 is due to air being sucked into the disposable after the supply bag disconnected. The home patient (hp) stated that the supply bag hanging on the IV pole was disconnected. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was supply bag disconnect without falling.